Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The displacement test was unable to be performed due to display anomaly. The device had minor scratches on the lcd window, cracked case near display window corners and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call partial display on the insulin pump. Customer's blood glucose level was 128 mg/dl. Troubleshooting for the partial display was performed. Customer advised the insulin pump got caught on customer's seat belt when he got out of the car it pulled the customer back. Customer advised the display screen looks like it has an ink blotch over it. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.